Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. A transmitter failure was found in connection to the allegation. The probable cause could not be determined via data. No injury or medical intervention was reported.